Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("unusual allergic manifestations") and tachycardia ("episodes of tachycardia"), 2 years 11 months after insertion of essure. The patient was treated with surgery (salpingectomy with bilateral uterine horn ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity and tachycardia outcome was unknown. The reporter provided no causality assessment for hypersensitivity, pelvic pain and tachycardia with essure. The reporter commented: the onset date was reported as the same as the date of intervention for essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.